Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 296 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and self tests. The customer was assisted with changing the basal rates, per his request. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.